Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that endotracheal tube was stretched out at the connector, causing the patient's tube to become disconnected from the ventilator. Re-intubation was required.

Manufacturer narrative:
The sample was received and the reported event was confirmed as it was observed the 15mm connector was damaged and part of the connector was crushed. Functional testing confirmed that the connector is in the acceptance range. Therefore no failure mode related to the manufacturing process was observed in the received sample since the damaged connector would have been detected during the 100% inspection and removed from the lot since this defect is extremely obvious. Manufacturing controls are in place to detect damaged connectors and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that endotracheal tube was stretched out at the connector, causing the patient¿s tube to become disconnected from the ventilator. Reintubation was required.